Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump operating within specification. No unexpected low battery or off no power alarms noted. Insulin pump passed off no power test, self test, a21 error test and displacement test. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor. Motor was tested outside the insulin pump and passed. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. Insulin pump received with a minor scratch on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It is reported that a patient was hospitalized for diabetic ketoacidosis on (B)(6) 2014 at 4:45pm. The patient's blood glucose level at the time of admission to the hospital was 506 mg/dl. The patient was treated with a manual injection of insulin. The patient's blood glucose at the time of the phone call was at 124 mg/dl. The caller was a nurse from the hospital that stated the mother is requesting a new insulin pump to be sent because her daughter needs a pump. The patient was still wearing her original insulin pump during the time of the hospital visit. No further information was provided.